Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. The patient reported being hit by a log last year on their device site. The patient has not had their device checked for approximately three years. The patient also reported that their device felt chipped. The local area sales representative also reported the device did not feel normal, but could have been scar tissue. The patient ad an intrinsic rhythm of 70 beats per minute (bpm) and there was no evidence that the device was pacing. A boston scientific technical services consultant discussed replacing the device. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted and confirmed that the device was still unable to be interrogated. All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available, this report will be updated.

Manufacturer narrative:
Additional information received indicates a revision procedure was performed and the device was successfully explanted and replaced. The device had still not been able to be interrogated. During the explant procedure it was reported that the device header was very loose the device. The right ventricular (rv) lead and right atrial (ra) lead were both tested with the pacing system analyzer (psa) and reported normal measurements. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. External visual inspection noted a swollen case, a dent in the case, and a loose header. All seal plugs were intact and all set screws operated normally. An x-ray inspection noted no irregularities and the feed through wires were intact. The device had no telemetry and a memory download could not be performed. The header and pulse generator case were removed. Internal visual inspection confirmed damage to an internal component and to the bonding in two locations. The cause of the no telemetry condition and physical damage to the device was the log hitting the patient in the chest.